Manufacturer narrative:
The erroneous tsh value was not reported outside of the laboratory.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received erroneous results for one patient sample tested with the elecsys total psa immunoassay and the elecsys tsh assay on a cobas e 411 immunoassay analyzer. The erroneous total psa result was not reported outside of the laboratory. It was asked, but it is not known if the erroneous tsh result was reported outside of the laboratory. The sample initially resulted with a total psa value of 4.06 ng/ml, which repeated as 3.03 ng/ml. The sample initially resulted with a tsh value of > 100 uiu/ml, which repeated as 77 uiu/ml. No adverse events were alleged to have occurred with the patient. The total psa reagent lot number was 351074 and the tsh reagent lot number was 373386. The reagent expiration dates were asked for, but not provided. The customer noted that previous control values for both assays were high even after changing reagent packs. Calibration signals for the total psa assay were lower than expected. Total psa and tsh tests were calibrated again, but the values did not change. The field service engineer checked the instrument and believed the issue to be related to the deterioration of the measuring cell. He replaced the measuring cell and pinch tubing. He performed a voltage adjustment and carried out a blank cell calibration. Calibrations and controls were run. No further issues occurred after these service actions. The investigation could not identify a product problem. The cause of the event could not be determined.